Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant of the left ventricular lead, the lead had to be re-anchored from the initial position two times due to dislodging during the procedure. The lead was eventually implanted successfully. No patient complications have been reported as a result of this event.